Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic issue. There were no patient consequences. Further information was requested, but is not yet available.

Manufacturer narrative:
The reported event of diagnostic anomaly was confirmed. Based on the provided session records the event is due to an incorrect software requirement for calculation of percentage when the diagnostics were cleared more than 52 weeks prior to the interrogation.